Event description:
Reporter indicated a vns dell x50 handheld computer was not performing properly and may have had a frozen screen. Hard and soft resets and reinserting the flashcard did not resolve the problem. Attempts for clarification of the actual problem experienced have been unsuccessful to date. The handheld computer and flashcard have been returned and are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.